Event description:
It was reported that a 66-year-old caucasian female patient underwent revision breast augmentation with 400cc mentor smooth round moderate plus profile on both sides and experienced capsular contracture; baker grade unknown, and breast implant deflation on her right side postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery on (B)(6) 2024. On (B)(6) 2024, mentor became aware that the baker grade experienced by the patient was iii, and also bilateral malposition. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
H9 FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: left device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).